Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewf0675 showed no other similar product complaint(s) from this lot number.

Event description:
Event description of problem: respiratory arrest was noted during port placement procedure. The pt was (B)(6) female and the state of the pt was unfavorable before the placement. During the guide wire advancement, the user sometimes felt resistance around superior vena cava site. When the user performed the blood aspiration check and sometimes failed during placement. Additional information: the pt was experiencing respiratory problems prior to the procedure. Diazepam was administered for this procedure. The pt went into respiratory arrest when the subcutaneous port pocket was being created. It is unk if attempts were made to revive the pt. The pt expired. "According to the hospital, the autopsy was not performed. They concluded that the cause of death was congestive cardiac failure."